Manufacturer narrative:
Mindray service representative replaced the pt connector board and cable, switch and reprogrammed the unit. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of ECG monitoring. No pt injury was reported.